Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient was overweight without morbid obesity.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal cable harness for the set up joint (suj) due to the reported error. The blue fiber cable (bfc) was replaced due to damaged connector. The system was tested and verified as ready for use. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had an error 23072 issue. An intuitive surgical inc. (Isi) technical support engineer (tse) explained that the error would clear after a service repair. The tse asked the customer to power cycle the system. The customer power cycled the system; however, the issue persisted. The tse suggested to mount the camera on universal surgical manipulator (usm) 1, 3 or 4 and arm 2 would be disabled and become unusable by recovering the error message. The surgeon elected to convert the procedure to laparotomy. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use, and no issues were noted during the installation of the system. The patient was under general anesthesia when the problem was identified. The ports were placed, achieving pneumoperitoneum, with trocars in place and the system was docked. The patient tolerated the conversion to laparotomy without any problems. The patient did not experience any post-operative complications.